Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. This skin irritation was described as scabbing. The patient's doctor recommended the patient remove the lifevest until the irritation healed. Follow up was completed and the skin irritation was improved.